Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approx 5.5mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
It was reported by the aci sales professional that a (B)(6) year old pt underwent a catheterization procedure on an unk date. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure. No further info is available.